Manufacturer narrative:
(B)(4). Batch # r93m9z. Investigation summary: the device was returned with the tissue pad damaged, melted, not all present, and a portion was not returned. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a gen11 and the device did activate during functional testing. There were no alert screens displayed at any time during testing. Then the device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and there were no defects, protocols, or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that,during a laparoscopic low anterior resection procedure, an unknown error was displayed when the device clamped levator ani muscle and the hand switch was pressed. Although the device was activated when the hand switch was pressed again, the tissue pad peeled off after cutting. The device was used after that and the tissue pad fell into the patient. The tissue pad was retrieved endoscopically. Another device was used to complete the case. There were no adverse consequences to the patient.